Event description:
Event description cpi received information that during interrogation of the implantable cardioverter defibrillator (ICD) a warning message was noted that indicated a possible device malfunction had occurred. It was further reported that the patient had been undergoing radiation therapy in the upper chest and the ICD was abdominally implanted.